Manufacturer narrative:
Clarification to section h6 component code: the section was previously submitted with no component codes completed. Updated to reflect nozzle and circuit board.

Event description:
A customer reported failed american proficiency testing (api) core chemistry 2nd event testing for dehydroepiandrosterone sulfate (dhea) on the aia-900 analyzer. The sample ai 07 result was 531.2g/dl (acceptable range 440.6g/dl - 521.2g/dl). The customer confirmed that calibrations and quality control (qc) passed within acceptable range prior to running the api sample. The customer also noted that dhea failed the previous event testing as well, however tosoh was not made aware of this failure. Prior to calling technical support specialist (tss), the customer ran 10 point precision on qc with a standard deviation (sd) result of 2.4% however there was a sd of 14.62% for the failed api sample (acceptable range for sd is less than 10%). The api samples were handled per the sample handling procedure and were reran after being refrigerated. The rerun api results were within acceptable range; however, these results were not provided and does not change the initial failure reported. The customer requested service as a precaution to inspect the analyzer. A field service engineer (fse) was dispatched to further investigate the reported issue. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of the results from the failed proficiency testing. The fse decontaminated the wash and diluent tanks as well as the analyzer per the procedure in the operator's manual. As a precaution the fse replaced the sample nozzle and eki board. The customer had repeated the proficiency samples prior to fse's onsite visit, and received acceptable results, therefore fse did not rerun the survey samples due to the samples being over a month old. The fse validated the analyzer by running quality control (qc) with results within acceptable range. The aia-900 analyzer analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The analyte application manual for dhea states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack dhea-s, the highest measurable concentration of dhea-s in specimens without dilution is 1,000 g/dl, and the lowest measurable concentration is 2.0 g/dl (assay sensitivity). Although the approximate value of the highest calibrator is 1,200 g/dl, the exact 10 rev-0025222-1119. Lbl-00047 [1] st aia-pack dhea-s concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 1,000 g/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack dhea-s has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported issue was due to potential operational problems with the sample nozzle and eki board, however the cause could not be established.